Manufacturer narrative:
This initial and final emdr report is being submitted to FDA for like products reporting. The device was returned to the manufacturer and a product investigation was conducted. The results are listed below. The lens was cracked and ejected out from the injector tip. One of the haptics was torn at near the blue tip. The slider could not advance completely. The rod could advance fully. The cartridge was cracked at the tip. Trace of lubricant was found inside the cartridge tip. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined; however, from the investigation, it is believed this issue is not product related. Risk analysis conducted on the product line and failure codes are noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
When the lens was inserted one of the haptics broke off, the lens was removed and replaced with another one. No patient impact.